Event description:
He states, the chair is locking up. This chair shut down on him while he was crossing the street.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.